Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from the united kingdom by our edwards lifesciences affiliates, it was a case of an implant of a 23mm sapien 3 ultra resilia valve in an aortic bicuspid valve type 1a by transfemoral approach. During the procedure, there were difficulties crossing the heavily calcified native valve with the edwards commander delivery system and the valve. So, a 5fr catheter was used to cross, rather than 6fr. The guidewire position was maintained during crossing. The valve was then successfully deployed. However, the patient had a pericardial effusion. A drain was inserted, extracting 60-80 ml. The drain was left in situ for observation. No damage was observed on the devices upon removal. Finally, the patient was in stable condition. Per the reporter, the pericardial effusion might have been caused by the crossing difficulties secondary to the bicuspid native valve or valve deployment.